Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to high thresholds and lead dislodgement. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to high thresholds and lead dislodgement. No additional adverse patient effects were reported. Product return was requested.